Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator's fraction of inspired oxygen (fio2) was out of specification at 30 and 90 percent. An air/oxygen calibration was performed and the reported issue was still not resolved. There was no patient involvement.